Event description:
Electrical surgical unit probe, bipolar, activated in the handswitch position. Operation manual pg3 states the generator will only be activated using special bicomatic forceps which were not in use. Bipolar probe#5970 was in use.